Event description:
Air bubbles and gaps in the patient line or infusion set tubing were reported. It was noted that there was no adverse impact on the customer's blood glucose level as it did not exceed 500 mg/dl. To resolve the issue, the customer changed the cartridge and infusion set/tubing and resumed insulin therapy. Replacement cartridges were provided, and a field agent visited the patient to ensure all procedures were correctly followed.